Event description:
It was reported that the zimmer skin graft mesher does not cut in the middle. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and was last returned to the manufacturer for repair on 04/25/2001. Initial inspection noted that the comb, roller, side plates, bushings and ratchet were damaged. Damage to customer's comb most likely caused the inability of the mesher to perform a complete cut. Improper handling and lack of preventive maintenance most likely led to the damage of the components. Customer did not include their cutters, which could also be damaged and have led to the event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.